Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. It was reported by the facility that during unpacking of the taxus express2 2.5x24mm drug eluting stent "distal stent might be lifted. Was not used." The procedure was completed using another taxus express2 stent, same size.